Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. Further information was requested but not received.

Event description:
Related manufacturer reference number: 2017865-2020-19587. It was reported that the patient presented for in clinic follow up with a pocket hematoma on (B)(6) 2020. The hematoma with reportedly evacuated without complication. However, it was subsequently reported that the device and right ventricular lead were explanted due to infection. It was unclear if infection was secondary to hematoma. The pacing system was explanted and replaced. There were no further patient consequences reported.